Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon review, the pulse generator had mode switch episodes which showed brief instances of undersensing atrial fibrillation. No changes were made. The patient was asymptomatic.